Manufacturer narrative:
Evaluation summary: multiple fragments of tissue and sewing ring were returned, some still attached to wireform and band. The cuts on the fragments appeared smooth and straight. Fragments were unable to be matched up. Evidence of host tissue was seen on some of the fragments. Leaflet 1 showed host tissue overgrowth encroachment of approximately 5mm on the inflow aspect. X-ray demonstrated moderate to heavy calcification on some of the returned fragments. Seven pledgets remained attached to what appeared to be sewing ring fragment. Method: x-ray . Additional manufacturer narrative: customer report of aortic stenosis could not be confirmed. However, report of calcification was noted on the returned fragments. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, this patient medical history includes diabetes mellitus type ii, hyperlipidemia and hypertension. The early calcification of this device is most likely due to his history of diabetes. For this reason, the surgeon chose to replace this device with a mechanical valve. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards has learned of a 21mm aortic pericardial valve explanted due to severe aortic stenosis. The valve was replaced with a mechanical valve after an implant duration of six (6) years, one (1) month and seven (7) days. Medical records were provided and indicate severe prosthetic aortic valve stenosis with decreased motion of the valve leaflets. "Left and right heart catheterization showed mild to moderately elevated right heart filling pressures. The aortic root revealing mild aortic insufficiency and grossly normal coronary arteries." There were no apparent complications during the implant procedure and the patient was taken to ICU in stable but serious condition. Further information indicates his native valve and annulus had been heavily calcified at the time of initial implant of his pericardial valve. The choice to implant a mechanical valve as a replacement for the pericardial valve was made based on the short-term implant and development of re-stenosis (calcification).